Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure (ess205) (batch no. 12277338, 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, genital bleeding (recovered prior to essure) and auditory disorder. Concurrent conditions included uterine fibroids and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted to remained outside the ostia in left side, three coils of the essure remained outside of the right ostia on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), abdominal pain were added. Essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a 27-year-old female patient who had essure (ess205) (batch no. 12277338-invalid, 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, genital bleeding (recovered prior to essure), auditory disorder and cervical intraepithelial neoplasia ii (leep procedure done in (B)(6) 2005). Concurrent conditions included uterine fibroids, adenomyosis and obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 8 months 7 days after insertion of essure (ess205), the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), adenomyosis ("adenomyosis") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, uterine leiomyoma and adenomyosis outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted to remained outside the ostia in left side, three coils of the essure remained outside of the right ostia on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea. (B)(4)-invalid, 508015-valid batch. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a 27-year-old female patient who had essure (ess205) (batch no. 12277338, 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, genital bleeding (recovered prior to essure), auditory disorder and cervical intraepithelial neoplasia ii (leep procedure done in (B)(6) 2005). Concurrent conditions included uterine fibroids, adenomyosis and obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 8 months 7 days after insertion of essure (ess205), the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), adenomyosis ("adenomyosis") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, uterine leiomyoma and adenomyosis outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted to remained outside the ostia in left side, three coils of the essure remained outside of the right ostia on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events added from pfs- uterine fibroids, adenomyosis and cramping. Concomitant disease added. Events outcome updated for events vaginal haemorrhage, menorrhagia and abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient underwent a surgery to remove the essure implant on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.